Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest, occlusion test, active current and sleep current test. Unit was monitored and functioning properly. No delivery alarm during testing. The pump history file/traces download was successful using thus or thump. No delivery alarm/insulin flow blocked alarm was none found in the formatted history file on the event date. Failed battery alarm not found in the formatted history file and on the event date. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery alarm during testing. Battery cycle 4.0 received the lowbatteryalert (104) on 10/18/2025 11:49:00 after more than 7 days at 31.61 days. Battery cycle 3.0 received the lowbatteryalert (104) on 09/16/2025 11:37:00 after more than 7 days at 35.65 days. Battery cycle 2.0 received the lowbatteryalert (104) on 08/11/2025 09:37:00 after more than 7 days at 36.91 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Units were cut/open and inspected and found no moisture damage found. Test reservoir/pcap lock properly inside the reservoir tube. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Delivery anomaly-no delivery/occlusion alarm not confirmed. Power problem-failed battery test not confirmed. Alarm-aa14-reprogram alarm not confirmed. Damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rejected new battery, had settings reset after changing the battery, no delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-332a, mmt-1780kpk. Troubleshooting was initiated, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-397a, mmt-332a, mmt-1780kpk.